Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had broken needle after insertion. Customer was assisted with sensor cannula/introducer needle break troubleshooting. The customer's blood glucose was 101mg/dl at the time of the incident. The customer stated that the copper piece of the sensor was still in the skin with the sensor removed. The customer was reassured that the event was a sensor retraction and was advised to treat per healthcare professional's treatment. The customer called back and stated that the sensor filament was in her abdomen and went to emergency room to get an x-ray but could not locate the filament. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.